Event description:
During ongoing impella cp support, two pump stoppage alarms were reported. Prior to both events, no changes in purge flow or purge pressure were noted. At the time of the first pump stoppage alarm, the clinical team immediately exchanged the console and purge cassette, after which the impella cp was successfully restarted. During the period of interruption, the patient required an increase in vasopressor support, which was subsequently weaned back to baseline following restoration of support. Later that morning, a second pump stoppage alarm occurred, again without preceding changes in purge parameters. The console was switched to an automated impella controller (aic), and support was successfully resumed. This impella aic device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
A6: race is unknown d4: device information is unknown h4: manufacturer date is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 catalog number, serial number, lot number and UDI number added.